Event description:
The doctor performed a customvue treatment on a male with pre-op refractive error of approximately -6.00 diopter. During treatment of the right eye, the doctor noted that the ablation appeared to be concentrated over one spot in the mid peripheral cornea. At the one day post op examination, the patient's uncorrected visual acuity was reported as 20/60 in his right eye. In addition, some cornea edema was also noted in the same eye.

Manufacturer narrative:
Patient may require retreatment. The excimer laser was examined at the customer location by an amo authorized field service technician, and the calibration was found to be within the specification. The patient treatment data was evaluated and no device malfunction was detected. It was reported that the doctor treated an eye with a history of herpes, a condition which in contraindicated in the device labeling. The patient may require retreatment.